Event description:
52-yr-old female had bilateral silicone implants removed and capsulectomy due to rupture. The pt had complained of fatigue and arthralgia in addition to hard breasts. Silicone prostheses were placed in 1979; no further information is available. The right implant was found to be totally disintegrated. A mammogram was done 8/3/94 which showed no significant changes when compared to 9/21/91 films. No discrete tear or hole was seen in the implant, although a coating of thick film and sticky viscous silicone were noted.